Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) caucasian female patient underwent a primary breast augmentation with a 400cc mentor smooth round moderate plus profile and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician. As a result, the patient underwent removal and replacement with a 425cc mentor memorygel breast implant (catalog#:3504251bc) on (B)(6) 2019.

Manufacturer narrative:
On 10/24/19, the investigation on the suspected medical device was completed. On 10/25/19, additional information was received indicating that the patient underwent bilateral removal and replacement in part due to a need for hypertrophic scar revision. The replacement device for contralaterla side is an unspecified 425cc mentor gel implant. Investigation summary during evaluation of the sample it was observed to be intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).